Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung wedge cutting, during the cutting of the tissue, the stapler was able to fire, but there was a poor staple formation (door-shaped nails, not closed into b-shaped nails) and the distal staple line was incomplete. The surgical time was extended by 30 minutes or more due to the 3 product problems. The incision was extended due to the product problem, but not more than 1 inch. The devices were replaced to complete the case. The jaws of the device locked on the tissue and the instrument were removed by flushing attraction. It was noted that the staple line did not close and the nails were gone.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device and five images. Visual inspection of the returned product noted that the loading unit was partially fired. The clamping mechanism was deformed. The loading unit anvil was bowed. The loading unit had damage to the cutting edge of the knife blade. Functional testing of the loading unit could not be performed due to the damage to the anvil. In addition, pmv performed photographic analysis. A visual inspection of the returned images 1 noted that the staples were in tissue and some staples did not form properly. A visual inspection of the returned image 2 noted that the staples were in the metal bowl and some staples were bent and some are not formed. A visual inspection of the returned image 3 noted that the staples were inside the bag and some of the staples were bent and some are not formed properly. A visual inspection of the returned image4 noted that the clamping mechanism was deformed. The loading unit anvil was bowed and the sled is advance. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged cutting knife blade that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung wedge cutting when the tissue was cut, the stapler was able to fire but there was poor staple formation (door-shaped nails, not closed into b-shaped nails) and the distal staple line was incomplete. Some staples were pinned and some could not be pinned. The surgical time was extended by thirty minutes due to the three product problems. The incision was extended due to the product problem but not more than one inch. The jaws of the device locked on tissue and the instrument was removed by flushing attraction. Some staples also fell into the patient's cavity but the doctor used flushing water to retrieve it and it was sucked out with a suction device. The patient had been able to complete the operation with one of the staplers and three reloads. But, the patient used two of the staplers, five reloads and another device of the competitor. They extended the patient's hospital stay by one week. The devices were replaced to complete the case.